Event description:
It was reported by dealer that the irc5po2 concentrator starts sometimes. When unit does come on it will shut down with alarm and red light. There is 20953 hours on unit. Unit last tested (B)(6) 2014. No further information provided.